Event description:
Cord connected to the bipolar handpiece sparked and then snapped off. There was no fire on the drapes and the card was then handed off the field. No injury to the patient. No injury to staff.

Manufacturer narrative:
Ethicon endo-surgery initially received the medwatch report (#0502620000-2007-8013). Ethicon then contacted conmed in attempt to fill in the blanks. The user facility completed the medwatch report incorrectly by including information for multiple items distributed by different manufactures. Data is missing and inconsistent with conmed products. Conmed contacted the initial reporter, who was not able to provide additional information. She could only confirm what she reported on the medwatch report (#0502620000-2007-8013). An e-mail was sent by reporter to conmed in regards to biomed department finding nothing wrong with the conmed esu (excalibur plus). The e-mail also stated that medical center would not be returning the esu to conmed. With all the data collected, including what was reported on the medwatch report. (#0502620000-2007-8013), the user facility and conmed are able to identify the excalibur plus as being the only conmed product associated with this event. All other data is inconclusive. No patient and/or staff was injured.